Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting failed patient occlusion test and failing to alarm event could not be identified from the log analysis or from laboratory testing. Preventive maintenance test results showed that the returned module passed all tests, there were no obvious issues observed, and the device was found to be operating within specification. The pcu event, error, and battery logs were retrieved from the suspect device using alaris system maintenance (asm) software version 12.5 to assess programming and event details related to the alleged incident. The event was reported by the facility to have occurred on 19nov2025 with no specific time provided. A review of the suspect pump module error logs showed that there were no entries. Review of the event logs on 19nov2025 showed that at 7:42 am the concomitant pcu was powered on and the suspect pump module was selected and the user manually programmed and started a 1 hour magnesium ivpb guardrails infusion with the following programming parameters: volume to be infused (vtbi)=50 ml; rate=50ml/h; dose=2 grams. Shortly after the user initialized the infusion the pump module alarmed air in line 2 times, the user opened and closed the suspect pump module door and pressed the silence key and then selected the unit and pressed the confirmation soft key (infusion restarted) on both instances of the device alarming. Primary volume infused (pvi) and secondary volume infused (svi) were recorded as 0 ml at the start of the infusion. At 7:45 am the unit alarmed air in line a third time. Pvi=0.783 ml. At 8:39 am the user channeled off the unit. Pvi=45.428 ml. The alaris user manual (v12.3) states that before each use the clinician must verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. The pump module, syringe module, and pca module are designed to accurately deliver the programmed amount of the medication or fluid over the programmed time period. The pump module, syringe module, and pca module ensure that an infusion is not being inadvertently delivered when the user expects the system to be in a paused, stopped, or off condition. The pump module, syringe module, and pca module employ measurement systems to detect and alarm for conditions adverse to safe administration of fluid. These include measurements for free flow detection, occlusion detection, and air-in-line detection. An external and internal inspection of the suspect pump module s/n 17376188 showed no obvious issues or anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device presenting failed patient occlusion test and failing to alarm event could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be working within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a failure to alarm issue during an infusion. The device was sequestered and sent to biomed. According to biomed the device failed the patient side occlusion test during the preventative maintenance check. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a failure to alarm issue during an infusion. The device was sequestered and sent to biomed. According to biomed the device failed the patient side occlusion test during the preventative maintenance check. There was patient involvement, but no harm.